Event description:
On unknown date, the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. The right common iliac artery also presented with an aneurysm approximately 25 mm away from the right internal iliac artery, which was not covered during the procedure. It was decided to use a shorter main trunk than planned and to not use an iliac extender component. In the final computed tomography angiography run there was no evidence of an endoleak. However, the final CT done at the time of hospital discharge did present a type ib endoleak. There were no unusual observations with regard to the patient¿s anatomy and the patient was doing well following the procedure. On (B)(6) 2015, it was reported that, on this day, the endoleak was treated by extending the implanted endoprosthesis with a contralateral leg component, intentionally covering the right hypogastric artery. The endoleak was successfully excluded.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots involved in this event have met all pre-release specifications.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2014, the patient was implanted with a gore excluder aaa endoprosthesis featuring c3&#59396;elivery system to treat an abdominal aortic aneurysm. On (B)(6) 2014, follow-up imaging identified a distal type I endoleak. It was reported that the common iliac artery remodeled around the device after implant, causing a lack of seal distally. There was reportedly no evidence of migration.